Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. Please not per the instructions for use, the recommended size delivery system for a 9-asd-mf-030 , is a 8fna.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) procedure using 10f amplatzer torqvue delivery system. During procedure, the right disc in the right atrium expanded in the shape of macron. The physician tried to push on the sheath and put the disc back in place and to swallow the right disc, but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.